Event description:
It was reported that x-rays taken approximately 4 months post op showed that both l5 set screws were loose. A revision surgery was performed approximately 4 1/2 months post op. During the revision surgery, it was noted that both l4 set screws were loose and both of the l5 set screws had completely backed out.